Manufacturer narrative:
When the office supplied the information about the incident on (B)(6) 2021 it was promised to send the handpiece in for evaluation. We supplied an ups label for foc pickup service, but nevertheless the handpiece was not sent in. Hence, we do not expect to get further information or the product for analysis.

Event description:
After trying for weeks to get more details about the incident from the dental office, it was finally possible to reach the appropriate person. She informed on (B)(6) 2021 that during a dental treatment the handpiece heated up and caused a burn to the inner right cheek, approximately 6mm in diameter. The patient received some 'magic mouthwash' and was told to use ibuprofen and ice. No medical care was necessary.

Manufacturer narrative:
The product was not returned for evaluation, yet. A follow-up report will be supplied once it was possible to evaluate the event and we received the necessary informatin from the user.

Event description:
The dental office just called to inform that the handpiece burned a patient. Up to now we neither received more information about the event nor the handpiece for evaluation.